Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the lead. Insulation damage was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.